Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496. Surgeon did not approve for return.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. During the procedure while preparing the cement mixture, the monomer liquid would not dispense and would not enter the cylinder. There was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).